Event description:
Could not advance filter. "Filter stuck in housing tube. Tried to deploy and filter got stuck in housing tube. Dr cut sheath and put guidewire in to advanced filter. Could not advance without resistance. Entire system removed with same make to complete procedure."